Event description:
About three months ago, I started to have severe right hip pain. I thought it might be just my sacroiliac acting up, so I went to a therapist to see if I could remedy the problem. After about a week or so and no good results, I went to an orthopedist and was told it wasn't my sacroiliac, but my hip. She recommended another doctor and after seeing two more orthopedic doctors and having an xray, bone scan, blood drawn and finally an MRI, I found I have elevated chromium and cobalt in my blood plus I have a three inch sack in my left hip muscle and is just starting another in my right hip muscle. The last doctor recommended I get both my hips replaced again and perform the surgery anterior approach. I am having a very difficult time in finding a doctor that does revision surgery in the anterior approach in seattle where my sister lives to help me after the surgery. One said he does it with a lateral approach, but I was told that anterior approach was really the only way I should have it performed. Depuy said that since I had my surgery almost eight years ago, they would not help me with my expenses. Only if I had done something within seven years. I have had a bump on left groin area for two to three years and didn't know that the cause was my depuy hips.